Event description:
(B)(4). Constant abdominal pain, bloating, painful sex, memory loss, lack of concentration, muscle spasms /pain, joint pain, lack of sex drive, nickel allergy, chronic fatigue, insomnia